Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. Reportedly, the length of the lesion was 60mm and the diameter was 6mm. According to the complainant, during the procedure, the physician was able to deploy all the ligation bands; however, one of the bands fell off the varix. The detached band was retrieved using a forceps. Reportedly, there was no issue with the handle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Reported event of band falling off the varix. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device noted that only one blue ligation band without any visible residue was returned for analysis. A visual examination of the returned band did not find any visible issues. The band was functionally checked by inserting a tweezer into the center and stretching the band to examine for cracks, tears, voids et cetera. And no issues were noted. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. Reportedly, the length of the lesion was 60mm and the diameter was 6mm. According to the complainant, during the procedure, the physician was able to deploy all the ligation bands; however, one of the bands fell off the varix. The detached band was retrieved using a forceps. Reportedly, there was no issue with the handle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.